Event description:
Procedure type: laparoscopic sigmoid resection. According to the reporter: the surgeon placed the pursestring and as he was tying it down on the anvil the suture broke. He cut out the first pursestring clips and replaced it with a second pursestring device. We used another pursestring device and he placed it without any issues with the suture. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The account reports that the lot number of the device in question cannot be determined.

Manufacturer narrative:
(B)(4).